Manufacturer narrative:
Device remains in service. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker is exhibiting behavior consistent with a premature battery depletion. A technical service (ts) consultant reviewed device data and confirmed device is depleting prematurely. Ts recommended provided recommendations for a device replacement in the near future. The device remains implanted. No adverse patient effects have been reported.